Manufacturer narrative:
Additional information was added to d4, h3, h4, h6, and h10: h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. A pressure test and clear passage under water test were performed, and a leak was observed at the first y-site clearlink. An autopsy was performed on the first y-site clearlink, and a flash and excess of material in the injection points of the gland and bent post were observed. The reported condition was verified. The cause is a malformed gland from the supplier and a bent post that is related to the automatic assembly of the component. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y-site closest to the chamber. The leak was a continuous flow. This occurred prior to patient use. There was no patient involvement. No additional information is available.